Event description:
The customer reported that on start-up, the ventilator boots up correctly, but the touch screen stays blank. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated, the ventilator and replaced, the front panel, to fix the reported issue. The ventilator operates, according to specifications. Evaluation by the carefusion failure analysis technician is anticipated, but has not yet begun.